Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the left ventricular (lv) lead. Reprogramming was performed to resolve the issue and the physician will continue to monitor the lv lead. The patient was in stable condition.